Manufacturer narrative:
The device was not returned to the manufacturer for evaluation however films were supplied for review. The film shows a lateral view of the right foot with multiple implants including screws, plates and bolts. A breakage in the bolt can be seen where the threads meet the shaft. The device was not returned for evaluation.

Event description:
Allegedly, the patient came in for a 10 week follow up. It was found on films that the 6.5 bolt snapped where the threads meet the shaft.

Manufacturer narrative:
Additional info: model number.